Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following the implant procedure the patient the patient was experiencing weakness and numbness in her legs and was unable to move from the waist down. The patient also experienced urinary retention. She was taken to the ER where the device was explanted. During surgery the physician did not notice any csf leaks or hemorrhage that may have caused these symptoms. The physician does not suspect malfunction of the device. Postoperatively, the patient regained strength. The etiology of weakness was never clear.